Event description:
Affiliate reports that after v-p shunt operation the mental condition of the pt was good on the first day but became bad on the second day. With CT imaging, the doctor found csf was not draining to peritoneal cavity. The dr changed valve pressure and still there was no condition change of the pt. The dr opened shunt site again and found small water drops around the valve and micro-crack on the valve. So, the dr removed the shunt valve and put evd catheter.